Event description:
It is reported that the pt was revised due to loosening of the mayo stem. There was no ingrowth on the stem and was removed easy without any specific instrumentation.

Manufacturer narrative:
Eval summary: no devices or photos were received, therefore, the condition of the stem is unk. X-rays were not provided therefore, the fit and orientation of the stem could not be evaluated. Surgical notes from the primary surgery and any subsequent surgeries were not provided. Instrumentation used during each surgery is unk. Pt factors that may affect the performance of the components such as bone quality, activity level, type of activity (low impact vs. High impact), rehabilitation protocol both physiological and pharmaceutical and compliance thereof are unk. Time in vivo is not known. As the part number/lot number of the stem was not provided, its device history records could not be reviewed. Due to insufficient info, no probable cause analysis can be completed at this time. No product was returned. Review of the device history records was also not possible as the product and/or lot numbers required for retrieval were unavailable. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the available info, the need for corrective action is not indicated. Should additional substantive info be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.